Event description:
Initial result for a patient bilirubin was 0.6 mg/dl. When repeated, the result was 10.3 mg/dl. The incorrect result was not used to guide therapy. The field service represenative was unable to determine a cause for the discrepant results.